Manufacturer narrative:
Lead model 3387s-40 lot # v606250 extension model 7482a40 serial # (B)(4) programmer model 7438 serial # (B)(4).

Event description:
It was reported the patient's device showed impedances of <(><<)>250 ohms on all bipolar electrode pairs. The patient experienced a loss of therapeutic effect. X-rays were taken, but showed no connection issues. The battery was replaced, along with the extension. Following the replacement, there were still impedances of <(><<)>250 ohms. It was stated the device was programmed around the out of range contacts, and the patient was feeling appropriate stimulation and ¿doing well. If additional information becomes available, a follow-up report will be sent.